Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified: a supris was implanted in (B)(6) 2014. From 2021, the patient reportedly experienced low back pain, pelvic pain, stress urinary incontinence, infection requiring medication, foul smelling discharge, bacterial vaginosis, suburethral mesh on physical exam, leukorrhea, urinary urge incontinence, mesh erosion, hematuria, buring with urination, severe tenderness in the intravaginal left levator ani area. Transvaginal removal of supris vaginal mesh with cystoscopy was performed. Intraoperative findings included adhesions and scarring along the urethra. Mesh was noted in the midline. The pathology report indicated: chronically inflamed connective tissue with foreign body consistent with mesh. 2.0 x 1.6 x 0.1 cm. The patient reportedly continued to experience incomplete bladder emptying requiring intermittent catheterization and left sided pelvic pain.